Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and associated right atrial (ra) and right ventricular (rv) leads had a pocket infection associated with pocket erosion. The device and leads were explanted. No additional adverse patient effects were reported.